Event description:
The customer reported the system is extremely slow at saving and retrieving images, and system displayed a fatal system error once. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive and reloaded calibration files and software, and reset the gateway ip. System operates as intended. (B)(4).